Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient fell recently. As such, the patient's lead migrated resulting in a loss of stimulation coverage. Follow-up information revealed the patient underwent surgical intervention where her lead was explanted and replaced. In addition, during the procedure, the physician electively explanted and replaced the patient's ipg with a different model. Effective therapy resumed postoperative.